Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. When the 3.00x20mm promus element stent was advanced to the non-calcified unspecified lesion, the stent dislodged from the stent delivery system. Additional information was requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).